Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor reading was 54 mg/dl when the blood glucose was actually 154 mg/dl, and the insulin pump went into threshold suspend. The customer was advised on factors that contribute to inaccurate sensor readings and then advised to turn off the sensor for a few hours and then reconnect.